Event description:
I had over 100 ect's from 2002-2005 due to severe and treatment resistant depression. I and my husband were informed that I could experience some temporary short term memory loss. We were never informed that the memory loss could be permanent or that it could affect my long term memory. The ect's were given with our consent, but was certainly not "informed" consent. Ect treatments did keep me alive, and were effective for a few days to a couple of weeks. By 2005, memory problems were causing me to forget names of friends we had had for over 30 years. I got lost driving to familiar places, had trouble unloading the dishwasher - where do the dishes, etc., and basically couldn't function. The memory deficits were now significantly contributing to the depression as well. I couldn't even work as a consultant in the field I had worked in for 25 years. I worked with special education students in my career and in talking with teachers I worked with, they reminded me that students who experienced seizures were treated aggressively by doctors to try to stop them. The reason? Those who couldn't get their seizures under control experienced continued brain damage or at least measurable decrease of functioning. A medical letter sent out from the hosp had an article re: ect and never even mentioned the possibility of permanent or long term memory loss. Almost 4 years since my last ect, I have significant long term memory loss going back at least 30 years. Once a strength, I have a lot of difficulty with organization skills and get side tracked more easily.